Event description:
It was reported that the patient presented in clinic post implant. Upon interrogation, infection was noted. The device and leads were explanted and replaced with another device and leads on the right side. The patient was in a stable condition before, during and after the procedure.